Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose. Customer¿s low blood glucose value was 50 mg/dl. Customer¿s current blood glucose value was 71 mg/dl. Customer treated with food for low blood glucose. Customer also experienced a symptom like shaking. Customer feel ok to troubleshooting for low blood glucose. It is unknown if auto mode was active at the time of the event. The customer was also assisted with correcting the time in the insulin pump. No harm requiring medical intervention was reported. The pump will not be returned for analysis.